Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection from procedure') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("spotted for a few weeks"), libido decreased ("sexual drive going down") and stress ("stress"). At the time of the report, the pelvic infection, vaginal haemorrhage, libido decreased and stress outcome was unknown. The reporter considered libido decreased, pelvic infection, stress and vaginal haemorrhage to be related to essure. The reporter commented: patient had an infection from the procedure (non otherwise specified) and doctor gave her medication and she had not had that problem since. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection from procedure') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("spotted for a few weeks"), libido decreased ("sexual drive going down"), stress ("stress"), pelvic pain ("my right side is always hurting"), dyshidrotic eczema ("dishitrotic eczema"), vaginal discharge ("leakage") and contusion ("got bruised by my float"). The patient was treated with accidipose. At the time of the report, the pelvic infection, vaginal haemorrhage, libido decreased, stress, pelvic pain and dyshidrotic eczema outcome was unknown and the vaginal discharge had resolved. The reporter considered contusion, dyshidrotic eczema, libido decreased, pelvic infection, pelvic pain, stress, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had an infection from the procedure (non otherwise specified) and doctor gave her medication and she had not had that problem since. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: content from social media received: event added: ¿dishitrotic eczema¿ ¿leakage¿. Secondary reporter and treatment drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection from procedure') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("spotted for a few weeks"), libido decreased ("sexual drive going down"), stress ("stress") and pelvic pain ("my right side is always hurting"). At the time of the report, the pelvic infection, vaginal haemorrhage, libido decreased, stress and pelvic pain outcome was unknown. The reporter considered libido decreased, pelvic infection, pelvic pain, stress and vaginal haemorrhage to be related to essure. The reporter commented: patient had an infection from the procedure (non otherwise specified) and doctor gave her medication and she had not had that problem since. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: my right side is always hurting. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.